Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly experienced low blood glucose event and began to have a seizure; paramedics were called. Caller stated paramedics tested patient with a blood glucose reading of 1.2 mmol; treated with a glucose IV; did not take patient to the hospital. Caller alleges several instances of low and high blood glucose. Caller is alleging pump is not delivering properly. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.